Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the distal part of the sigmoid in a low anterior resection procedure, the fire button did not function sometimes. One of the reloads used partially fired and another reload did not enter firing mode. A manual stapler and another reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs indicated that there was 1 firing of a legacy reload which hit interlock during firing. Interlock is a mechanical safety measure put in place to prevent firing with a used reload. The next instance of the handle entering firing mode, the close key was never pressed. The back handle housing was removed and the internal components of the handle was investigated. The close key electrical connection was measured and was not functional. The overmolding on the rotation buttons was removed and the close key was visibly damaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for the reported condition has been attributed to a switch failure. The close key was damaged and no longer functioning. The reason why the switch was damaged could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs indicated that there was a firing of a legacy reload that hit interlock during firing. This happens when the interlock is tripped prior to entering firing mode. The interlock is a mechanical safety measure put in place to prevent firing with a used reload. This confirmed the reported condition of "one of the reloads used partially fired." The next instance of the handle entering firing mode, the close key was never pressed prior to pressing the open key. Pressing the open key causes the handle to exit firing mode, which confirms the reported condition of "another reload did not enter firing mode." The back handle housing was removed and the internal components of the handle was investigated. The close key electrical connection was measured and was not functional. The over molding on the rotation buttons was removed and the close key was visibly damaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The cause of the reported condition "one of the reloads used partially fired" is due to the reload being in the pre-fired condition causing the reload's interlock to be hit. The powered handle was functioning as intended. The root cause for the reported condition of "another reload did not enter firing mode" has been attributed to a switch failure. The close key was damaged and no longer functioning. The reason why the switch was damaged could not be reliably determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.